Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed a micro striae on the left eye (os) at 1 week post op exam. The brief description from the surgery center noted the patient had stated he rubbed the left eye. The uncorrected visual acuity (ucva) had dropped to 20/60. The flap was lifted and stretched to resolve reported event. Post op vasc from (B)(6) 2015 is 20/30 on right eye (od) and 20/70 on the left eye (os). Pin hole (ph) had no improvement.